Event description:
It was reported by the patient's relative that the patient was hospitalized. The relative reported they believe that the cardiomems was not working and did not reflect the patient's fluid build up prior to being hospitalized. Internal review of the sensor data revealed no indication of sensor inaccuracy at this time. Additional information has been requested from the site but has not yet been provided.

Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive. No device analysis results are available as the device remains implanted. Per the information received, the site is not questioning the sensor accuracy. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
Additional information provided confirmed that the site does not believe the cardiomems caused or contributed to this hospitalization. According to the site, the nurse responsible for the monitoring went out on maternity leave unexpectedly early, and it was during the staffing transition that the patient went into the hospital. The nurse has since spoken to the patient's spouse. The site is not questioning the sensor accuracy.